Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product returned. Data logs on constellation. Mechanical interaction with blood/hemolysis: clinical reported hemolysis with device shallow around 3 cm for the 5.5. The data logs do not show any motor current spikes outside p-level changes. There were a few suction alarms at case start. No information was provided on if repositioning occurred and if it resolved hemolysis. The cause of the issue was not established as no product was returned and limited clinical information was provided device in wrong position: clinical reported device shallow around 3 cm for the 5.5. No positioning alarms on the logs were noted on day of issue occurrence. No information was provided on how device became shallow. The cause of the issue was not established as no product was returned and limited clinical information was provided device history review the complaint device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 65 year old male was implanted with a impella 5.5 for support during a high risk cardiac procedure. It was reported that there was some hemolysis noted. Urine was pink tinged, and plasma free hemoglobin elevated 70. Impella was noted to be shallow around 3 cm for the 5.5. It was recommended to discuss with the doctor advancing impella. Patient was also started on extracorporeal membrane oxygenation (protekduo cannula) for right ventricle support.